Manufacturer narrative:
Analysis found that visually, the distal tip had broken off the inner cutter. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. Note that the distal tip outside diameter of the inner cutter (expanded area) could not be determined if it was a turned / machined finish when compared the remainder of the tube. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 4th proximal valley while moving in a ccw direction. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the engagement of the device to the bone failed and that the tip of the inner tube was broken during polypectomy on an endoscopic sinus surgery procedure. The device was used for the first time. There was no delay. The procedure was completed with a backup device. There was no patient impact.